Event description:
It was reported that the pump experienced issues with the rubber door, cartridge loading process, and buttons, interrupting the therapy. There was no adverse impact to the customer¿s blood glucose level. The patient provided no further details and declined troubleshooting, resulting in no additional actions being taken by tandem technical support.